Event description:
Customer's father reported that his son experienced high blood glucose (bg). At noon his bg was 300 mg/dl, then it went to 400 mg/dl, then 469 mg/dl (specific times and bolus/carbohydrate info not provided). Customer changed the pod and his bg "dropped by 200." Father stated that cannula looked bent when the pod was removed. Product was discarded.

Manufacturer narrative:
The pod was discarded and therefore no eval is possible. We are unable to assess product condition to determine what may have caused or contributed to the customer's hyperglycemia. A bent cannula has the potential to restrict insulin delivery and may lead to hyperglycemia. This malfunction cannot be confirmed since the device was discarded and unavailable for investigation. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hrs of monitoring and administering correction boluses, if bgs remain high the user guide instructs to change the pod using a new vial of insulin and to contact a hcp for guidance.